Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back and hip pain after a successful trial phase in which the patient reported "miraculous" pain relief. The permanent system was implanted in the same location as the trial system, however immediately upon implant of the permanent system the patient reported not receiving adequate pain relief and requested an increase in pain medication. Multiple reprogramming and troubleshooting sessions took place and the patient ultimately requested to have the system removed. A full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
Patient had a previous spinal cord stimulator implant from a different manufacturer and requested explant of that system despite reportedly receiving 100% pain relief. Patient also has a history of drug seeking behavior and was discharged from a previous clinic for this. There is a potential that the permanent lead placement did not exactly mimic the trial lead placement, making the pain relief somewhat less with the permanent system. Patient did report significant pain relief on one side, however continued to seek increased pain medication and request for explant. Patient reported feeling stimulation from the implant, so it is unlikely that the system or its components failed. It is more likely that the patient is displaying a pattern of behavior that is unrelated to the nalu system or that the system was not placed in an optimal position when implanted.